Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The devices was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the following event of a type 1b endoleak of the right common iliac artery due to the sac growth (11mm). The complaint is most likely user related due to the off-label iliac anatomy. Procedure related harms for this complaint could not be determined based on the information shared with endologix to review. The final patient status was not reported. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.

Event description:
From a previous report event (2031527-2018-00565), at the completion of the clinical assessment on 08/23/2018, clinical was able to find substantial evidence to support the following finding of a type 1b endoleak of the right common iliac artery. This report is for the type 1b endoleak only.